Manufacturer narrative:
Suspect product was discarded.

Event description:
On (B)(6) 2022, a patient (pt) in canada reported pain and a ¿sharp feeling¿ in the left eye (os) after hours of wearing an acuvue® oasys® 1-day for astigmatism with hydraluxe¿ technology contact lens (cl) on (B)(6) 2022. The pt saw nothing visibly wrong with the cl. The pt was seen by an eye care professional (ecp) on (B)(6) 2022 and advised the pt had ¿the beginnings of a corneal ulcer os¿. The pt was prescribed moxifloxacin four times a day (qid). The pt returned to the ecp on (B)(6) 2022 and was advised it ¿was a bit improved.¿ on (B)(6) 2022, a representative at the ecp¿s office reported the pt was seen initially on (B)(6) 2022 and diagnosed with ¿corneal infiltrate located inferior nasal os¿ and ¿coded as marginal corneal ulcer for billing purposes.¿ the pt was prescribed vigamox qid, which the ecp considered as standard of care. The pt was seen again on (B)(6) 2022 complaining of a ¿gritty feeling¿ in the os. The ecp offered the pt different eye drop, but the pt declined. The pt¿s visual acuity was not affected. The pt has a follow-up appointment on (B)(6) 2022. The pt¿s os event was reviewed on (B)(6) 2022 and determined not to be a reportable serious adverse event at this time. On 24may2022, the ecp representative reported the pt was seen on (B)(6) 2022. The reported the os was ¿feeling better and appears to be improving.¿ the pt was to continue to use of vigamox qid until (B)(6) 2022 and was released to ¿ease back into cl wear on (B)(6) 2022.¿ on (B)(6) 2022, the ecp representative advised the ¿infiltrates are infectious.¿ the pt was diagnosed with bacterial infiltrates due to cl wear. The representative advised no corneal ulcer was diagnosed. The representative advised there was no change to the pt¿s prescription and the pt was allowed to return to cl wear. The representative declined to provide any additional medical information. With the additional medical information provided from the representative at the ecp¿s office on 02jun2022, the event was reviewed and determined to be a reportable serious adverse event. No additional medical information has been received. No additional medical information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b00xn5k was produced under normal conditions. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.